Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (insecure belt/monitor connection) was confirmed. Upon evaluation, the trunk cable connector and locking nut were missing. The cause of the insecure connection is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the connection between a patient's monitor and belt was not secure.